Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the rinse tube for the detergent was damaged and replaced it. The samples with questionable results were repeated with acceptable results. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for sodium (na) on a cobas 6000 c501 module. Patient 1 initial result was 153 mmol/l. The repeat result was 143 mmol/l. Patient 2 initial result was 200 mmol/l. The repeat result was 145 mmol/l.